Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: 701781164 patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After and ent case, the surgeon reported a 1st degree burn on the patient¿s buttocks where an unapproved patient return pad was connected. The patient was treated with ointment and no other interventions were reported.